Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with diffuse lamellar keratitis of the right eye one day following lasik treatment. The patient was prescribed an oral steroid and the topical steroids were increased. Additional information received; the symptoms resolved five days following onset and patient is doing well. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.